Event description:
It was reported that the high impedances (40,000 ohms) was seen on the patient's implantable neurostimulator (ins) and that it was not working. It was noted that the patient 'falls a lot.' Follow up information received reported that imaging of the leads showed they were in the proper position. It was confirmed that the patient has had multiple falls. It was unknown if the leads were functional. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3888-56, lot #l68161, implanted: (B)(6) 2000, explanted: na, lead model 3888-56, lot #l68161, implanted: (B)(6) 2000, explanted: na, transmitter model 3210, serial #(B)(4). Concomittant ins system: neurostimulator model 37702, serial #(B)(4), implanted: (B)(6) 2009, explanted: na, lead model 3778-60, serial #(B)(4), implanted: (B)(6) 2009, explanted: na, programmer model 37743, serial #(B)(4).